Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted on (B)(6) 2012. As reported by the patient's attorney, the patient underwent revision procedures of the solyx sling on (B)(6) 2018 and on (B)(6) 2018 due to mesh erosion. Boston scientific has been unable to obtain additional information regarding the event to date.